Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection treatment involving a triathlon cs insert was reported. The event was confirmed. Method and results: device evaluation and results: based on a photograph provided, the insert is contaminated as it is just explanted but appears otherwise unremarkable. Medical records received and evaluation: a review indicated that there is no evidence that the two-stage revision right total knee arthroplasty in this patient for infection was related to the total knee arthroplasty components. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lot or lot ID. Conclusions: the investigation concluded that this event was the second stage of a two stage infection treatment, i.e. Removal of the temporary spacer devices. A review by the clinical consultant indicated that there is no evidence that the two-stage revision right total knee arthroplasty in this patient for infection was related to the knee arthroplasty components.

Event description:
It was reported that patient had implants removed due to infection. Antibiotic spacer was placed.

Event description:
It was reported that patient had implants removed due to infection. Antibiotic spacer was placed.

Manufacturer narrative:
A triathlon cr fem comp #6 r-cem, cat # 5510f602, lot ecpmt was also noted in this report. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.